Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, rupture and seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported possible left side rupture and capsular contracture baker grade IV . Left side "volume increase, associated with constant pain" was reported. Treatment with analgesics was given. The devices has been explanted. Patient had liposuction and brachioplasty performed at the time of implant surgery.